Event description:
It was reported that the patients ipg had moved and was causing discomfort. The patient underwent a revision procedure where in the ipg pocket was repositioned. The patient was doing well postoperatively and the device remains implanted.